Event description:
It was reported that the gliasite baloon catheter wa explanted and iotrex radiotherapy solution was retrieved 29 hours prior to the completion of brachytherapy. It was reported that the patient was implanted with the gliasite catheter 3/10/2005. Patient was admitted to hospital 03/20/2005 after diagnosis of sepsis due to infection. Patient evaluated by neurosurgeon and radiation oncologist (ro). Ro reported radiation in the bladder. On 03/21/2005, device was explanted and iotrex was retrieved in the operating room under anesthesia because of patient discomfort caused by the infection. Iotrex was retrieved at 6:15pm; however, radiation was not recorded in the bladder at 4:30pm post-retrieval.

Manufacturer narrative:
Lot history record reviewed - no evidence of product sterilization issues. Device was not returned for evaluation. Infection is an anticipated adverse event associated with cranial brachytherapy.